Manufacturer narrative:
Reporting address line 1: ((B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the display screen was black. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) then went onsite for further investigation. The fse confirmed the reported issue. The fse suspected the issue due to the user interface (ui) board. The fse replaced the ui board and confirmed the issue had been resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.